Event description:
Baxter affiliate reported one pt experienced an allergic reaction around the needle puncture site during first use of the rtm4224 device. The skin was noted to be reddish with itching and pain around the site. The needle was removed and the pt was given betamethasone and loratadine for relief. Subsequent allergy testing showed the pt was allergic to nickel. As a result, the pt's access device has been switched to a catheter. It was reported that the pt is fully recovered.